Event description:
The I-drive stapler was locked and unable to unlock while being used and was attached to patient's blood vessels. Because the staple cartridge would not release despite all trouble shooting strategies, the entire disposable part of the stapler needed to be removed through an incision. The renal vessel was stapled above and below the device, and then the device was excised with that portion of the renal vessel. Per or note: the artery was then stapled with a 45 x 2.5 vascular staple load. After the stapler was partially deployed, it malfunctioned. We then dissected proximally on the artery and controlled the artery with three weck clips proximally and one distal to the stapler. Additionally we controlled the renal vein in the same fashion. We reached out to the device representative and worked through all known troubleshooting options to try and open the stapler jaws. We were ultimately unable to separate the stapler from the artery, so the artery was transected on either side of the stapler. The stapler was not able to be removed from a 12mm airseal port at this time, so a low midline incision was extended from the airseal port and the stapler was removed along with the port. This incision was then closed with a running 2-0 ethicon suture. The upper pole attachments were then addressed and the adrenal gland was spared.